Event description:
I was starting to feel "off" a few days before this major diabetic ketoacidosis even that left me hospitalized. On (B)(6) 2025, I was pale, weak, and started having chest pain. My libre3 reported low blood sugar the couple of days prior, which led me to take in increased doses of carbohydrates. On this day, my libre3 showed my blood sugar levels to be between 210-230. 911 was called and when the paramedics arrived and my blood sugar was taken, it showed "hi", which according to them would be above 500. I was flown via careflite to (B)(6) where my first blood draw showed my blood sugar level to be 1,320. I was admitted and treated for dka and was discharged finally on (B)(6) 2025.